Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her pump alarmed battery out limit. Her blood glucose was 7.8 mmol/l. She stated that she removed the battery too long while the pump was working fine. She said that she had not pushed buttons that she was not supposed to, she took out the batteries, checked the battery cap and the battery compartment and everything looked fine. The customer inserted a new battery twice within a minute and the pump began to alarm that the battery was out of the pump for greater duration. The customer was not able to clear the alarm. The pump is being returned for analysis.

Manufacturer narrative:
Findings: unit was received with normal operating currents and no unexpected weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.